Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately three weeks post implant it was reported that the right ventricular (rv) lead had pulled back and exhibited high thresholds. The pocket was opened again and the rv lead was given more slack. The rv lead remains in use. No patient complications have been reported as a result of this event.